Event description:
The manufacturer sales representative reported that the device overheated during a procedure at the user facility. There was no patient impact, no clinically significant delay, no medical intervention, and no adverse consequences reported with this event.

Manufacturer narrative:
The event for heat was not duplicated through functional evaluation by the repair technician. Disassembly and visual inspection by the repair technician noted the cable was kinked/damaged. This may cause the event. The cable was replaced. Components were replaced, cleaned, lubed and adjusted as part of preventive maintenance. The drill was returned to the account after passing final inspection.

Event description:
The manufacturer sales representative reported that the device overheated during a procedure at the user facility. There was no patient impact, no clinically significant delay, no medical intervention, and no adverse consequences reported with this event.